Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that the pump screen was unresponsive. Customer stated pump was submerged into the water while the customer was swimming prior to the pump screen becoming unresponsive. The customer's blood glucose level was 167 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.